Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. One device was returned for evaluation. Visual inspection confirmed the problem. No functional testing was conducted. The filter cover was delivered in a locked state. The root cause is that is possible that the cover in question was not properly fitted when it was delivered, but since it appeared to be locked at first glance, it is highly likely that the worker was unable to notice the defect and it ended up on the market. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that filter cover did not close properly. There was no patient involvement, and no patient harm reported.